Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. Model 65851r, serial number/date code (B)(4) is approximately 18 months old. The owner's manual part number 1148077 rev g (jun-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer's son called and stated that his father, a resident at an assisted living facility, started to use the device in (B)(6) 2012. As the consumer was walking, in the facility, the bearings in the left rear caster allegedly broke causing the consumer to fall. The caster was still on the device. The consumer sustained an injury to his knee which was stated to be bruised by a facility nurse. The consumer did not receive any additional medical attention and is doing fine. A replacement device is being shipped to the consumers son's residence, per his request. The damaged product is to be returned to invacare for an inspection and evaluation.

Event description:
Customer alleged the bearing broke on the left rear wheel and the entire wheel came off of the hub. Minor injury alleged.